Manufacturer narrative:
Concomitant medical products: 506852 lead, implanted: (B)(6) 1999. 7001 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection of the cardiac resynchronization therapy defibrillator (crt-d) pocket occurred post-device change. The patient was treated with antibiotics and the device remains in use. No further patient complications have been reported as a result of this event.